Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances. A month later, the lead warning triggered once more, and both the atrial and ventricular leads exhibited low impedances. It was further reported that the patient complained of a racing heart. The atrial and ventricular lead warnings triggered once more, and the lead polarity had changed to unipolar for both leads as they continued to exhibit low impedances. Further investigation revealed crosstalk on the atrial lead, and the lead will be replaced. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2004. (B)(4).